Manufacturer narrative:
A visual inspection of the device confirmed the complaint of the jaw breaking off. The movable jaw is free from the shaft and was not returned for evaluation. The distal tip of the shaft is dramatically bent which caused the shaft to break. Damage is the direct result of excessive forces being applied during use. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The surgeon placed the first anchor in and when he was trying to retrieve the suture, the distal tip of the jaw broke off. It was retrieved with a grasper. No patient injury or other complications were reported.